Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that within three days of implant, an interrogation of the cardiac resynchronization therapy pacemaker (crt-p) displayed end of service (eos). The device was interrogated a second time with the same result. The device will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported at a follow-up appointment that two additional reports showed the battery status was still at end of service (eos).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Device analysis revealed that the device set rrt while implanted. Review of save to disk data showed that the device had a battery voltage of 2.16 volts on 03 jan. 2025, the day of implant. It also showed that the device had 253 days 3 hours 57 minutes and 34 seconds of tel b time, which indicates that the device was near a magnet. Both loaded and unloaded pacing current drain levels were normal for this device. There was no evidence of a high current drain condition on the hybrid. The device battery was forwarded to mecc for further analysis. Engineering review stated: ¿I decoded the shelf time to be 12.42 months (time prior to implant which was 66 days). This indicates the device was near a magnet that activated the device for a long time prior to implant ¿ which is why the voltage was below eri/rrt before implant.¿ mecc analysis revealed that analysis did not yield any unusual electrical or other properties for a battery at this stage of depletion. Destructive analysis did not provide any evidence of an internal mechanism leading to premature battery depletion. It was determined that the device premature battery depletion pre-implant in the box was most likely the result of the device being stored near a magnet. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: eval code method (fdm/annex b). Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Device analysis revealed that the device set recommended replacement time (rrt) while implanted. Review of save to disk data showed that the device had a battery voltage of 2.16 volts on (B)(6) 2025, the day of implant. It also showed that the device had 253 days 3 hours 57 minutes and 34 seconds of tel b time, which indicates that the device was near a magnet. Both loaded and unloaded pacing current drain levels were normal for this device. There was no evidence of a high current drain condition on the hybrid. The device battery was forwarded for further analysis. Engineering review stated: "I decoded the shelf time to be 12.42 months (time prior to implant which was 66 days). This indicates the device was near a magnet that activated the device for a long time prior to implant ¿ which is why the voltage was below elective replacement indicator/recommended replacement time (eri/rrt) before implant.¿ secondary analysis revealed that analysis did not yield any unusual electrical or other properties for a battery at this stage of depletion. Destructive analysis did not provide any evidence of an internal mechanism leading to premature battery depletion. It was determined that the device premature battery d epletion pre-implant in the box was most likely the result of the device being stored near a magnet. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.